Manufacturer narrative:
Section a2, a3b and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted due to overcorrected astigmatism. From additional information it was learnt that there was no calculation issue. There was no use error. The patient's outcome is improved. The symptoms did not interfere with patient's daily activities and feels were better now. The replaced lens had satisfied/corrected the patient¿s astigmatism. There wee no debilitating conditions now. No other information is available.